Event description:
Allegedly revised due to broken plate.

Manufacturer narrative:
The investigation is not complete. Additional info has been requested. The event device code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in other country.